Event description:
Consumer reported it appeared there were two tampons in one applicator. No injury reported.

Manufacturer narrative:
Review of mfg and quality records for the date code provided were conducted. Conclusion: review of records indicated there were rayon protrusion defects found in the forming process.